Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to leave the wall adapter plugged into a working outlet for at least 30 consecutive minutes, after which the pump began charging using the original charging supplies. The battery issue did not lead to a pump shutdown or any inability to turn the pump back on, and no further assistance was required.